Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Manufacturer narrative:
The reported event of pain and swelling cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pain and swelling at the ipg site. In turn, surgical intervention was undertaken during which the ipg would not communicate with the clinician programmer despite several attempts. As such, the ipg was inoperable and was thereafter explanted and replaced. The new ipg pocket site was relocated. Stimulation was restored following the procedure.